Event description:
Left drive wheel axle failure, resulting in portable x-ray unit falling to it's left, consequently making movement difficult. Neither the user nor a patient were harmed, although the potential existed. Detail: the wheel mounting flange on the drive axle failed, causing the wheel and flange to break off of the axle, allowing the mobile unit to fall to it's left onto the floor. Initial inspection indicates a failed weld where the wheel flange meets the axle. It also appears the frame of the mobile x-ray unit has been torqued, as the right front caster no longer rests on the floor. Dates of use: (B)(6) 2007 - (B)(6) 2013.